Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the surgeon experienced difficulty placing the right ventricular (rv) lead due to a superior vena cava (svc) malformation. The surgeon performed vasodilation, but during the lead entry process, the patient suddenly became short of breath and held his breath. Electrocardiogram (ECG) monitoring displayed a rapid decrease in heart rate and blood pressure and the patient began to lose consciousness. Emergency rescue was performed and the patient was intubated. Due to patient condition and vascular malformation, the surgeon abandoned the implantable cardioverter defibrillator (ICD) implant procedure. No further patient complications have been reported as a result of this event.